Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting false positive results stating they have tested positive approximately 20 times during the 3 month period after having covid. Customer states they were negative by other rapid antigen tests. Report 16 of 20.

Manufacturer narrative:
Updates made: b4; date of report ; updated to today's date; b5: correction: customer states they were positive by other brand rapid antigen tests in agreeance with the quickvue test but still feels they are all false positive results.

Event description:
Customer states they were positive by other brand rapid antigen tests in agreeance with the quickvue test but still feels they are all false positive results.